Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: exebp. The following information was provided by the initial reporter: " customer reports false positive for exebp for yersina and vibrio. False results have not been reported to physician and there has been no impact to patient. Customer always checks curves and rerun samples where the curves do not look correct. In this case the curves have been shaky." D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. H.6. Investigation: a "false positive" result complaints was reported against the bd max instrument, catalog number 441916, serial number (B)(6). The customer reported that they have received a "false positive" result on exebp for yersina and vibrio. Typically the customer would check the curves and rerun the sample if the curve does not look correct, but for this complaint, the customer reported the curve to be shaky. Field service was dispatched. Field service performed calrack, magnet realignment, drawer alignment, and optic normalization. Cleaned both readers and muxes and passed qc. No parts were replaced nor returned to bd for investigation. The complaint is confirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: exebp the following information was provided by the initial reporter: " customer reports false positive for exebp for yersina and vibrio. False results have not been reported to physician and there has been no impact to patient. Customer always checks curves and rerun samples where the curves do not look correct. In this case the curves have been shaky."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: (B)(4).

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: exebp. The following information was provided by the initial reporter: " customer reports false positive for exebp for yersina and vibrio. False results have not been reported to physician and there has been no impact to patient. Customer always checks curves and rerun samples where the curves do not look correct. In this case the curves have been shaky."